Event description:
Patient representative reported via social media post "dead from silicone poisoning." The manufacturer of the device is unknown. Device status is unknown.

Manufacturer narrative:
The event of death is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "dead from silicone poisoning".